Manufacturer narrative:
Section b6 was updated. Section b7 was updated. Section d4, expiration date was updated. Section d10 was updated. Several "abnormal probe sucking" and "sample duplicate" errors were observed on the alarm trace data. For the dilution testing performed by the customer, manual test selection was used along with choosing automatic sample dilution. The undiluted result was accompanied by a >kin flag (the true value is above 350 mg/l as the prozone check or high dose hook effect detection was activated). The decreased automatic rerun result was also accompanied by a >kin flag since the initial result was accompanied by a >kin flag. The dilution results were not accompanied by a data flag as the system does not know that the sample was pre-diluted. The sample was submitted for investigation and tested on a c501 module with crp4 reagent lot 528004: the customer's results were confirmed: undiluted: 77.85 mg/l (>kin) decreased: 429.71 mg/l (>kin) dilution 1:5: 102.56 mg/l dilution 1:10: 52.15 mg/l the 1:10 dilution result is different than the customer result. In the initial report it was stated "the sample was repeated with 1:10 dilution and the result was 376.75 mg/l." Based on the data provided, it appears this result was performed with a 1:3 dilution and not a 1:10 dilution which would explain the customer's result of 376.75 mg/l. Clarification was requested but could not be provided. Based on the investigation results, the crp content of the patient sample is approximately 400 - 500 mg/l. The issue occurred due to the high concentration of crp in the patient sample. A general reagent issue can be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant c-reactive protein IV (crp4) on a cobas 6000 c (501) module. The initial result was 82.47 mg/l with a data flag. The sample was repeated in decreased mode with a result of 457.54 mg/l with a data flag. The sample was repeated with 1:5 dilution and the result was 98.05 mg/l. The sample was repeated with 1:10 dilution and the result was 376.75 mg/l. No questionable results were reported outside of the laboratory. The c501 module serial number was (B)(4).